Event description:
It was reported that the customer was hospitalized with high blood glucose level and was diagnosed with mild dka. The customer was treated with fluid and IV insulin the customer was at the hospital for 1 day.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.